Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v535688, implanted: (B)(6) 2010, product type lead; product ID 3889-28, lot # v746887, implanted: (B)(6) 2011, product type lead; product ID 3889-28, lot # v535688, implanted: (B)(6) 2010, product type lead; product ID 3889-28, lot # v746887, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that the implantable neurostimulator (ins) was replaced and patient ¿believed the other ins was defective¿. There were no further complications that have been reported as a result of this event.

Event description:
It was reported that the patient¿s implant and lead were replaced and they thought the lead wire got disconnected due to a fall. The patient couldn¿t remember the time frame of the lead break and replacement. It was noted that it wasn¿t working for a whole year. Refer to manufacturer report # 3004209178-2014-12844.